Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the bradycardia with complete heart block and pea could not be determined, investigation results suggest procedural factors (possible aortic/coronary artery dissection post tavr) or patient factors (advanced age - (B)(6), possible pulmonary embolism) may have contributed to the reported event and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 hours post sapien 3 ultra valve deployment, bradycardia with complete heart block occurred, followed by pea arrest. The patient was not able to be resuscitated and expired. As reported, during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon. A 23mm sapien 3 ultra valve was deployed where intended with mild+ paravalvular leak (pvl) seen on angiography, and trace/mild pvl observed on tee. Following valve deployment, an area of contrast 'hanging up' was observed in the ascending aorta above the stj. A thorough tee assessment indicated the area of concern was contained and believed not an issue. No pericardial effusion was noted. The procedure was completed with successful access closure. The patient tolerated the procedure well and was transferred to recovery in stable condition. About 4 hours post tavr, while in recovery, patient developed bradycardia with complete heart block followed by pea arrest. The patient was not able to be resuscitated and expired. The physician notified the fcs of the patient death in the evening of the procedure. The cause of death was not determined. There were no allegations of a valve dysfunction or an injury due to an edwards device malfunction. The valve remains implanted in the patient. Medical record review revealed the cause of the acute bradyarrhythmic arrest was not determined. Differential diagnosis included progressive advanced heart block and av dissociation, contained aortic rupture/hematoma, less likely pe, or intracranial hemorrhage. It was noted that post-op tee showed an intact aorta, no evidence of pericardial effusion and normal functioning aortic valve. The cause of the pea was suspected to be aortic/coronary artery dissection post tavr or from pulmonary embolism.